Manufacturer narrative:
The quattro catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized post cardiac arrest and underwent treatment for hypothermia. A zoll quattro catheter was inserted into the femoral vein by an experienced physician. The insertion went smoothly; however, when the therapy was initiated, the physician noticed that they were getting blood return. The catheter was replaced and the ivtm treatment was resumed. No known patient consequences were reported.